Event description:
This spontaneous report was received on (B)(4) 2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Ultra absorbency tampons, vaginally, for menstruation (lot number 0303m8285, dose, frequency, and expiration date unspecified). After an unspecified duration, she noticed the tampon string was pulled out without removing the tampon. She reported at least two of the tampons from the lot were not manufactured properly. She had used most of the tampons from the same package in the past without any issues. She also mentioned that, she could not find the expiration date of the device. She had used the device for many years in the past and did not have any issue until last month. The action taken with the device and outcome of the event were unknown. This report was assessed as non-serious. The company causality was assessed as related. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This is an initial submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00060. The manufacturer report number for the first product in this case is 8022269-2013-00059. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(6) 2013. This is a follow up submission for the second product in this case. The manufacturer report number for this submission is 8022269-2013-00060. The manufacturer report number for the first product in this case is 8022269-2013-00059. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Ultra absorbency tampons, vaginally, for menstruation (lot number 0303m8285, dose, frequency, and expiration date unspecified). After an unspecified duration she noticed the tampon string was pulled out without removing the tampon. She reported at least two of the tampons from the lot were not manufactured properly. She had used most of the tampons from the same package in the past without any issues. She also mentioned that, she could not find the expiration date of the device. She had used the device for many years in the past and did not have any issue until last month. The action taken with the device and outcome of the event were unknown. This report was assessed as non-serious. The company causality was assessed as related. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. A (B)(6) old caucasian female consumer reported that she used one tampon, every two to four hours, for menstruation. The medical history of the consumer included cramps and the concomitant medication included advil, (ibuprofen) twice, every four to six hours, for cramps. She reported that around the weekend of (B)(6) 2013, she used the tampon and when she tried to remove it, the tampon stuck inside her vagina as the string pulled out completely. She was able to remove the entire tampon within few minutes after the string fell out. She also reported that she used some more tampons after that and experienced the same event with one more tampon. After an unspecified duration she discontinued the use of the device and the events resolved. This report remains non-serious. This report remains reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The consumer provided a valid lot number and no sample has been received as of (B)(6) 2013. A review of the trending data revealed no unfavorable trends and no trend for the reported lot number. A review of product related issues revealed no changes related to this complaint. A batch record review revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that may be associated to this type of complaint was observed. No anomalies were identified upon visual inspection of the retain sample. Device met specification. Based on the investigation results, due to lack of a complaint sample and in the absence of trend, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains non-serious. This report remains reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4).

Event description:
This spontaneous report was received on 02-aug-2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Ultra absorbency tampons, vaginally, for menstruation (lot number 0303m8285, dose, frequency, and expiration date unspecified). After an unspecified duration she noticed the tampon string was pulled out without removing the tampon. She reported at least two of the tampons from the lot were not manufactured properly. She had used most of the tampons from the same package in the past without any issues. She also mentioned that, she could not find the expiration date of the device. She had used the device for many years in the past and did not have any issue until last month. The action taken with the device and outcome of the event were unknown. This report was assessed as non-serious. The company causality was assessed as related. This report was considered as a reportable malfunction case in the united states. Additional information received on 13-aug-2013. A (B)(6) caucasian female consumer reported that she used one tampon, every two to four hours, for menstruation. The medical history of the consumer included cramps and the concomitant medication included advil, (ibuprofen) twice, every four to six hours, for cramps. She reported that around the weekend of (B)(6) 2013, she used the tampon and when she tried to remove it, the tampon stuck inside her vagina as the string pulled out completely. She was able to remove the entire tampon within few minutes after the string fell out. She also reported that she used some more tampons after that and experienced the same event with one more tampon. After an unspecified duration she discontinued the use of the device and the events resolved. This report remains non-serious. This report remains reportable malfunction case in the united states.